Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an episode of gastrointestinal bleed on (B)(6) 2017. Area was cauterized and patient resumed coumadin at discharge on (B)(6) 2017. The patient was not on aspirin. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. The patient remains ongoing on lvas support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.